Event description:
A lead revision occurred.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for the reported device could not be reviewed as the serial number was not provided. If the serial number is provided, a DHR review will be performed. Cvrx ID#: (B)(4).

Manufacturer narrative:
B4, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).